Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. The reported event was confirmed during the evaluation.

Event description:
It was reported that "the pressure value did not move from 200mmhg for about 10 minutes during use. Customer tried zeroing few times, but the problem was not solved. There was no problem zeroing before use. Details on the waveform is unknown.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be forth coming. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
The dpt zeroed but did not sense pressure accurately on a pressure monitor. Electrical testing showed that the output impedance met specification, but input impedance was unstable. There was no visible damage found on the gel pad surface. However, air bubbles were found entering the fluid path through the gel pad during priming test. The circuit board was corroded with what appeared to be salt-like material, especially near a hole on circuit board. It was most likely that the gel pad was damaged inside of the dpt sensor and an air bubble had entered the fluid path through the gel pad. The damaged gel pad had also allowed saline to leak from the fluid path to the circuit board and created a short condition. An investigation is underway to determine root cause and implement any necessary corrective actions.